Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient implanted for failed back surgery syndrome and spinal pain. The patient reported having no telemetry with recharging. They stated that prior to the call they changed the programmer batteries, but the issue remained unresolved. The patient mentioned that they last successfully charged the implantable neurostimulator (ins) a week or a week and a half ago. During troubleshooting at the time of the report, the patient repositioned the recharger antenna over their ins and turned the dial through all 4 positions. However, the issue remained unresolved. The patient was unable to communicate with another external device and was getting poor communication. The patient was redirected to follow-up with their healthcare provider. No further complications or patient symptoms were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a family member regarding the patient indicated that they set up an appointment with their healthcare provider, but they are going to have to reschedule du to an unrelated health issue. No further complications were reported or anticipated.